Event description:
The company received information that suggested that the tube was in use by the patient for about two days when it developed a slow cuff leak. The patient was re-intubated and there was no patient harm reported. The customer stated that no sample will be returned for investigation.